Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 4.01ng/ml was obtained. The accu tni was reported out of a lab. The customer re-tested the original sample for accu tni and the repeated result was 0.00ng/ml. In addition, the original sample was tested on a different instrument in the customer's lab for accu tni and a result of 0.00ng/ml was obtained. There was no report of unnecessary or invasive treatment as a result of this event.

Manufacturer narrative:
Qc was within specifcations prior to and after the event. Although customer stated they were having intermittent issues with level 3 qc on this instrument. The customer noted precision valve motion errors several days prior to the event, but questioned result was printed with no flags. No other results or assays were in question at the time of this event. The specimen was collected in a 13x100, plastic, bd lithium heparin tube without gel separators. A field service engineer (fse) was dispatched to the customer's lab on 11/13/2006. The fse performed a preventive maintenance (pm) to the instrument. The fse decontaminated substrate and ran system check which showed partial outliers. The fse found broken buffer tank fitting and clogged air filter. The fse indicated that a wash pump was filling with microbubbles and replaced the pump. The fse replaced reaction vessels which were scratched. The fse performed necessary alignments to the instrument. The fse conducted diagnostic and accu tni precision testing; all results passed within specifications. The fse verified the instrument performance per established procedures. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.